Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report numbers 1526439-2014-10273 and 1526439-2014-10274.

Event description:
It was discovered that the patient was experiencing pain due to a non-fusion as well as a screw backing out of the plate. The physician reoperated, removing the plate implanted at the c4-5 disk space, and then utilized another of the same device to fuse at the c3-4 level.